Event description:
It was reported that the customer went to the emergency room (ER) due to due to blood glucose (bg) level of 215 mg/dl and diabetic ketoacidosis. Customer¿s bg was treated intravenously with saline and insulin. Reportedly, customer left the ER two hours later with the issue resolved and no permanent damage. Reportedly, customer continued using pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.